Manufacturer narrative:
The event product was returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. The event is now reportable due to the sterile barrier being compromised by the small hole.

Event description:
"This is a complaint from (B)(6) olympus evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: mar 4, 2016.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed the complainant's experience of a tear in the pouch. The likely root cause of the tear is due to improper handling of the packaged product after manufacturing. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.